Manufacturer narrative:
Product analysis an inspection of the returned device could find no damage to the cage the device was flushed and an 0.018¿ guidewire was loaded through the tip and exited the luer with no difficulties an indeflator was attached to the device and the balloon was inflated to nominal pressure of 6atms without issue and held pressure and no damage was found to the cage the balloon was then inflated to rated burst pressure (rbp) of 12atms without issue and held pressure and no damage was found to the cage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician was attempting to use a chocolate pta balloon for treatment of a calcified lesion with 70% stenosis in the proximal region of the  superficial femoral artery. There was no damage noted to the packaging. The device was prepped as per the IFU with no issues identified. The device did not pass through a previously deployed stent. No resistance was encountered. It was reported during delivery through the vessel the a break/fracture occurred at the balloon. The detached nickel-titanium constraining wire was still on the balloon and was withdrawn from the body together with the balloon. Replaced the balloon of the same brand and model to complete the surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.